Event description:
It was reported that there was a malfunctioning lead. It was noted there was no stimulation on one side. The lead was explanted. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565, serial# unknown. Product type: lead. (B)(4). Analysis of the lead found reported setscrew marks were observed on the 8-15 leg of the lead and no setscrew marks were observed on the 0-7 leg of the lead.